Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the white flow controller had broken away from end of tubing in an infusor. It is unknown when the reported condition occurred. There is no report of patient involvement in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.